Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h11: the returned resolution 360 clip was not returned; however, a video has been attached demonstrating the device encountering difficulties during the release process; however, the clip was ultimately deployed successfully. No other problems with the device were noted from the video. Upon media analysis, it appears that the physician experienced difficulties during clip deployment. Contributing factors may have included the application of additional force during the process. Other procedure-related elements, such as scope angulation and technique, may also have played a role in these challenges. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, it was difficult to detach the clip from the catheter after firing the clip. The user had to open and close at the handle many times to detach the clip successfully. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, it was difficult to detach the clip from the catheter after firing the clip. The user had to open and close at the handle many times to detach the clip successfully. The procedure was completed with the original device. There were no patient complications reported as a result of this event.